Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that during implantation of an impella cp after exchanging the peel away sheath for the reposition sheath, the site began to bleed and a hematoma developed. Manual pressure was held but failed to stop the bleed. Pressors were started and the impella was explanted. The patient survived.

Manufacturer narrative:
No product was returned for investigation. The root cause of the bleeding and hematoma were unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The device passed all post sterile inspection checks.